Event description:
The customer reported that during an hcv assay, while pipetting the diluent into the plate, the customer noticed drops of random tips. This occurred after the first row of diluent was dispensed. Summit sample handler, was in use at the time. A field service engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30 day reporting requirement.